Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to communicate with the ipg and the ipg does not turn on following a road accident. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken in early (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy has been restored post operatively.